Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, several wires were found to be broken at the tip of the small grasping retractor instrument. The instrument reportedly worked perfectly fine prior to the case. The surgical team noticed the issue immediately on the camera. The wires at the tip of the instrument seemed to be disconnected and bent. The procedure was completed with a backup instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grips of the instrument were not able to be opened/closed.